Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a5. The following information was received: user facility medwatch(mw#(B)(4)).

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/5/2026. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? One procedure. What is the total number of procedures? Na. How many devices demonstrated the alleged deficiency in each procedure? 1 ea. For this event. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? We report each defect as a separate event, past reported issues would have been submitted to ethicon individually. Please describe the sterile packaging: see attached photo. Were there any issues with the seal of the sterile packaging? None reported. Are there any tears/holes in the sterile packaging? Yes, that is the reason for the reported event. Was the sterility of the device compromised? Yes, a hole in the foil compromised the sterility of the suture. H3 photo evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the front of a foil labeled as mcp417 lot number 106ata expiration date 2027-01-31 with a hole, the image is not clear to determine the direction of drilling. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported by distributor per account that hole found in foil packaging for suture thus contaminating sterile field. This is a reoccurring issue with all foil packages. Patient was not in room. There were no patient consequences reported. Additional information was requested.